Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed no failures or defects. Maintenance was performed, parts were replaced, and the device was returned to the customer.

Event description:
Customer reported the device had a vibration and was difficult to attach and remove the cutting burrs. Device was returned for service. (B)(4).